Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) threshold has doubled from (B)(6) 2020 to (B)(6) 2020. Along with high pacing threshold, the rv lead was noted with loss of capture. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
As received a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies.